Event description:
It was reported that the device was returned for repair because the tip broke. The device could not be repaired. No additional details about the tip breakage were provided.

Manufacturer narrative:
This medwatch report is being filed after a retrospective review of service and repair returns for this product. Although it is unknown whether the reported event caused or contributed to a death or serious injury, we are filing this MDR for notification purposes. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. (B)(4). The nasal punch was returned for repair; however, the broken tip could not be repaired. The manufacturer is not able to determine the definitive cause of the reported event. Product labeling indicates the device is to be used for soft tissue.